Manufacturer narrative:
Investigation: 1 photo, 1 used sample and 1 representative sample were returned for investigation. The returned photo shows the end of the tether foil was not attached with needle cap. The 1 used sample was subjected to visual inspection. It was observed that the tether end hole was being stretched and become enlarged. Cannula hub assembly was not returned. The 1 representative sample was subjected to visual inspection and separation force functional test. No missing component and abnormality was observed. The 1 representative sample passed the acceptance criteria. The representative sample was subjected to excessive force to pull out the needle cap. Damage was observed on the tether end hole. The damage was found to be similar to the actual sample returned. The manufacturing process has been reviewed and there is no change in product design. There is no process in the manufacturing facility that would stretch the tether hole. The separation force functional test result shows that the representative sample is within specification. There is no defect found on the returned representative sample that could result in high separation force that require user to exert excessive force during withdrawal. Therefore the reported nonconformance could had happen out of the manufacturing facility and the root cause cannot be determine.

Event description:
It was reported that an unspecified number of venflon pro safety 20ga india experienced product damage. The following information was provided by the customer: customer opened the packaging - bd venflon pro safety 20g. Nurse found there is a change in product design. Then she analysed and found that particular product vps has came without needle shield. Then she reported to us.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of venflon pro safety 20ga india experienced product damage. The following information was provided by the customer: customer opened the packaging - bd venflon pro safety 20g. Nurse found there is a change in product design. Then she analysed and found that particular product vps has came without needle shield. Then she reported to us.